Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received multiple inappropriate shocks across multiple episodes. Review of these episodes revealed t-wave oversensing and changes in amplitude morphology measurements. The issue of oversensing seems to be patient condition related. X-rays will be sent for review. The s-ICD remains in service and no additional adverse patient effects were reported.